Manufacturer narrative:
The 4fc12 sheath with lot 001038805 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted around 1.89 inches from the tip. The kink was preventing smooth transition and steerability when a test balloon catheter was inserted. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.